Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device . The reason for call was the controller was not turning on. It was plugged in and had a new battery. Patient had recharger and battery pack replaced. When pt called about battery pack, patient was told to call and get a new controller if they were still having trouble. The issue started yesterday. On the call instructed patient to take the battery out and plug the controller in the wall. The screen came on. It showed memory problem. Instructed pt to set up the date. Pt accidentally skipped time. Patient put the battery back in and confirmed the green light blinked 3 times and went steady. Controller showed no device found. Pt said stim turned itself off. Pt tried plugging the recharger but it said the controller needed to be charged. Instructed patient to charge the controller and then try charging the implant. Called pt back. Pt said the the controller turns on but once pt unplugs the ac power cord the screen goes blank. Ac power cord looked fine. An email was sent to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient h3:analysis of the 97745 controller (ptm) (serial number (B)(6) revealed a broken/damaged case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.